Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an electrophysiology (ep) ablation interventional procedure using an 8f sheath. Reportedly, when the device was positioned in the vein, there was no blood flow observed from the marker lumen; however, the physician went ahead and deployed the device. When the device was removed, the suture came out with the device. It was also noted upon removal that although the lever was closed completely, the anterior foot had remained open. No vessel or tissue damage was noted. An attempt was made with another prostyle device; however, when the device was positioned in the vein, there was no blood flow observed from the marker lumen. The physician went ahead and deployed the device. When the device was removed, the suture came out with the device. A figure of 8 stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported no blood flow from the marker lumen and suture malposition was not confirmed. The reported material separation of the foot was confirmed. The reported difficulty to open and close the foot was unable to be confirmed due to the condition of the device (foot separation). Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was deployed after there was no blood flow from the marker lumen. The electronic perclose prostyle instructions for use states: position and maintain the device at approximately a 45-degree angle, continue gently to advance the device in the vessel until flow of blood (¿mark¿) is observed from the marker lumen. Note: do not open the foot if ¿mark¿ is not observed from the marker lumen. The investigation determined that the reported obstruction of flow, suture malposition, difficult to open or close foot, foot separation, and unexpected medical intervention appear to be related to operational context. It is likely that an under insertion, clogged marker port/ lumen or improper insertion angle contributed to the obstruction of flow. Also, an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. A foot detachment likely happened because of a needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. A posterior foot break was found during evaluation of the returned device. Follow-up with the account reported that the foot break was noted upon removal of the device. The separated foot was discarded after removal. No additional information was provided.